Event description:
Complainant alleged that while treating a pt (age & gender unk) the device displayed "defib fault 72," "pacer fault 116," "defib disabled," and "pacer disabled" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.